Event description:
Vena cava filter was placed into a male patient in 2008 for prevention of recurrent pe. An attempt to remove the filter was conducted about 14 days later; it was unsuccessful and in the next day, it was left in the patient became it could not be retrieved. Patient had experienced pain post-op and a CT noted the primary filter legs to be outside the vessel.

Manufacturer narrative:
Catalog # igtcfs-65-fem-celect-perm. Evaluation: this event is still under investigation.